Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons due to flattened dome switches. No traces of moisture noted at the battery tube. However, all operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomalies were noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 528 mg/dl and emergency services gave her sugar to treat. The night before, the customer's blood glucose was 15 mg/dl. Troubleshooting found that the insulin pump was unable to exit the preparing the prime loop and the act button does not work properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector noted.